Manufacturer narrative:
In addition, co was told today in a telephone conversation with FDA, that the MFR report number should contain 5 digits at the end. Returned device: opus rm 4534. Implantation date: 11 nov 97, explantation date: 02 jan 98. Received on 23 jun 98, implantation duration: 1.5 month. Reason for return: explanted due to pocket infection (this pacemaker was returned with stela lead bt46 no 96bt463860). Remarks: measured values are normal, & not influenced by the temperature. Additional info: this pacemaker was sterilized on 3 jun 97 in compliance with applicable procedures: no anomally occurred during this process; the sterilization batch in which this pacemaker was included was validated on 10 jun 97 in compliance with applicable procedures: no anomaly observed during this process. Conclusion: electrical & mechanical characteristics of this pacemaker. As requested, the pacemaker is shipped back to ela angeion with an original copy of this report.

Event description:
Pt developed a pocket infection approx 68 days post implant.